Event description:
The customer observed falsely depressed hemoglobin results generated on the alinity hq processing module for one patient. The following data was provided: sid (B)(6) hemoglobin result 69 g/l, when repeated on their other analyzer, the results were normal. (Reference range female; 120 to 150 g/l; male 130 to 170 g/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Print reports for three patient samples were provided by the customer. Flow cytometry standard (fcs) files were not available. Smear images were not taken by the customer. The customer stated that before this complaint issue, they had a sample that had a clot that went through the system and then the analyzer generated the low hgb and mchc results. A review of all complaints associated, and a review of complaint trends was performed. The review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the information provided, the complaint issue was due to a clotted sample that may have impacted patient results. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed hemoglobin results generated on the alinity hq processing module for one patient. The following data was provided: sid (B)(6)hemoglobin result 69 g/l, when repeated on their other analyzer, the results were normal. (Reference range female; 120 to 150 g/l; male 130 to 170 g/l). No impact to patient management was reported.